Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited high pacing threshold and high lead impedance. During the device upgrade procedure, the lead was programmed to pace and sense only. The patient was doing fine after the procedure.